Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, but unavailable: were there any patient consequences?: no. It was reported that "...this event can easily cause secondary pain to the patient, and can also lead to poor wound healing, abnormal scars, and increased risk of infection, delaying treatment". Please confirm if secondary pain, poor wound healing, scars or infection was observed on the patient. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Medical staff sutured the wound of a patient. During the suturing process, it was found that the suture was broken, so the suture was removed and sutured again. There were no adverse patient consequences. No further information was provided.